Event description:
The patient reported their blood glucose (bg) level reached 400 mg/dl, while wearing the pod between 5 and 24 hours. They reported when the pod was removed from the infusion site, the cannula was found to be dislodged and bent. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.